Event description:
It was reported that the 2800 system had a motion error message during a case. The error was cleared and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table was calibrated and the leg extension lock replaced during the service call. The system was tested and found to be working as intended and put back into service.